Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, simulated therapy and a review of the alarm log were performed. During visual inspection the power board was observed to be burnt. To correct the issue, the technician replaced the power board. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a nurse observed smoke from the inside of a homechoice device and noticed a burning smell. It was not reported if the patient was connected at the time of the event or at what cycle of peritoneal dialysis therapy the event occurred at. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.